Event description:
Additional information received from the manufacturer representative (rep) reported that no cause was determined. It was stated that all the troubleshooting that they did was on the phone with technical services. As far as they knew, the patient had been recharging normally and hadn't heard from them since that day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported a rapid discharge and difficulty charging. An overdischarge was possible but the rep saw the patient last week for reprogramming. ¿hd¿ with high pulse width 750 usec and 8.1 volts was programmed. The rep was unsure if the patient used the hd program after the session. They could not communicate with an external device and an antenna locate (al) feature did not resolve the issue and had a value of 75. No electromagnetic interference was reported and the rep performed a physician mode recharge (pmr) and was recharging with 8 coupling bars. A rapid implantable neurostimulator (ins) discharge was suspected and ins replacement was indicated as an option but the patient was traveling on the weekend and needed stimulation due to return of pain when the ins was off. No patient symptoms were reported and the ins was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.